Event description:
It was reported that the customer experienced diabetic ketoacidosis, blood glucose (bg) of 632 mg/dl, and unspecified kidney issues. Reportedly, an ambulance transported customer to the emergency room and was subsequently admitted to the hospital¿s intensive care unit. Customer¿s bg was treated intravenously with saline and insulin. At the time of the report with tandem technical support (cts) the customer was still admitted to the hospital. System check with cts did not identify any issues with the pump or related supplies. Multiple attempts were made by cts to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
B1, b5, remove MDR codes 1307, 2182 b1, b5, remove MDR codes 1307, 2182.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm decreased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was approximately 210-260 mg/dl and the meter bg reading was 632 mg/dl. As a result of the decreased basal, customer's blood glucose (bg) level rose and was "high" (specific vale was not provided). Reportedly, the customer experienced diabetic ketoacidosis and unspecified kidney issues. Reportedly, an ambulance transported customer to the emergency room (ER) and was subsequently admitted to the hospital¿s intensive care unit. Customer¿s bg was treated intravenously with saline and insulin. At the time of the report with tandem technical support (cts) the customer was still admitted to the hospital. System check with cts did not identify any additional issues with the pump or related supplies. Multiple attempts were made by cts to follow-up with the customer on the reported issue, but no response was received.